Event description:
It was reported that the customer had a display anomaly. Customer stated that the data on the display was ramping without customer control. Customer's blood glucose was 180 mg/dl. Customer stated that there was no visible damage. Customer will contact the helpline later. The insulin pump will need to be replaced and returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad trace. No button error alarm. Numbers do not ramp up on its own or scroll bar moving with no input. No display anomaly noted. The insulin pump passed self test. The insulin pump has minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.